Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis with a damaged lens and a missing tamper seal. During analysis, the customer's concern regarding "loses programming" was not confirmed. It was also noted that the unit came in with another unit claiming that it had accuracy issues, and this unit had settings/data loss, had accuracy issues. No action was required for the primary concern, but service will trim the expulsor for the problem found. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump lost its programing. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.